Event description:
During a laparoscopic splenectomy the tsw35 was fired on the hyler region of the spleen. The tissue was thick and the vascular load was used. When the jaws closed, the black firing handle never sprung back open. When the release button was pushed, the trigger stuck in position. There was no consequence to the pt. 1/29/97 the case was completed with another tsw35.

Manufacturer narrative:
Device returned with no lot ID. Broken firing trigger, fired through safety lockout. Based upon the info rec'd and the visual examination, it was concluded that the returned cartridge had bent lockout tabs on the pan which indicates that the firing cycle was interrupted, released, and then restarted. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design spec. If the firing cycle is interrupted, released, and then restarted, the instrument and cartridge may become damaged. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.